Event description:
It was reported that when using the bd pyxis¿ es server all stations went offline.the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that there an issue where all anesthesia stations were offline. A field service engineer (fse) reconfigured wireless network, disabled certificate validation and tested good in application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.